Event description:
The dentist reported that after 4 months that the dental implant was installed in patient's mouth, it was verified its non osseointegration. Implant was carried out immediately at the moment of surgery, even with presence of lesion. Therefore, patient presented low bone quality (bone type IV).